Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an 8100 device had check IV set error message. No patient involvement.

Event description:
It was reported that an 8100 device had check IV set error message. No patient involvement.

Manufacturer narrative:
The reported issue of check IV set error could not be confirmed; no product or device logs were returned for investigation. A review of the device history record showed the device had a manufacture date of 08/28/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the which did not confirm similar complaints with the same or related failure mode for this customer.